Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. It is also alleged that patients ability to perform and enjoy regular activities has been impaired as a result of the asr systems failure.

Manufacturer narrative:
Depuy still considers this investigation closed.